Event description:
Hamilton medical ag received the following incident description:"keys on the interaction panel didn't work properly" failure occurred during ventilation, no harm came to the patient.

Manufacturer narrative:
The hamilton-s1 is not distributed in the united states; however, hamilton medical ag considers the hamilton-s1 similar to the hamilton-g5 (k193228) in that the two ventilators have basic design and performance characteristics related to device safety and effectiveness, have the same intended use and fuction, and have the same device classification and product code under 21 cfr 868.5895. During ventilation of a patient the operator detected that the keys on the interaction panel did not function properly. The ventilation continued, patient was not harmed. The ventilation of the patient was also not interrupted by the operator because no technical faults were shown in the log files during this period. After replacing the ip key and led board, and checking all functions of the ventilator using the service software, the device was found functional and was released by the technician. No technical issues have occurred since then.

Manufacturer narrative:
The hamilton-s1 is not distributed in the united states; however, hamilton medical ag considers the hamilton-s1 similar to the hamilton-g5 (k193228) in that the two ventilators have basic design and performance characteristics related to device safety and effectiveness, have the same intended use and fuction, and have the same device classification and product code under 21 cfr 868.5895. Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: "keys on the interaction panel didn't work properly". Failure occurred during ventilation, no harm came to the patient.